Manufacturer narrative:
An event of arrhythmia requiring a pacemaker was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported arrythmia could not be determined. The reported medical intervention was a result of case specific circumstances as a temporary pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen of implant using a large flexnav delivery system. A complete atrioventricular block was observed during the initial deployment, when the valve first emerged from the valve capsule. The final implant depth at non-coronary cusp (ncc) was 3mm and left coronary cusp (lcc) was 3mm. A temporary pacemaker was implanted and the patient was returned to the room. The patient is in stable condition. Additional information received via the japan tht registry stated that the patient experienced severe conduction disturbance on 19 june 2026.